Manufacturer narrative:
Age/date of birth: unknown. Date of event: the product was purchased on (B)(6) 2015 and the issue reported to the store on (B)(6) 2015; however, the exact date of the event is unknown, not provided. (B)(6). Completed by the manufacturer. Alternative report identification number (B)(4). The complaint sample was returned to the manufacturer. Chemical test on the returned product of oxysept 1-step (formula 07167x) of the bottle lot za03085 was completed. The sample met the following specifications: appearance, ph, tablet neutralization and dissolution of 9081x and hydrogen peroxide assay. No failure was detected. Microbiology test on the returned product of lot za03085. Bioburden was below 1 cfu/100ml which mean no microorganism was identified. The manufacturing records were reviewed for the kit number. The records for the production processes were found to be acceptable. There were no non-conforming materials reports, or process/material changes associated with lot za03086. There was no non-conformance reported for this lot. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a female patient used the oxysept 1-step solution for her eye as her eye was infected and she experienced her eye puffed up and bled after using the oxysept disinfecting/neutralizing system. The patient sought medical treatment. She was recommended to use chloramphenicol eye drops. This was the first time the patient had used this solution and the event occurred about 2 hours after use. The product has not been used again after the event. The patient's symptoms have resolved. As it is unclear if the patient used the neutralizing tablets, a separate report is being submitted for the tablets.

Manufacturer narrative:
Retain product microbiology: microbial test on the retained product of oxysept 1-step (formula 07167x) of the bottle lot za03085 was completed. There was no growth observed, the bioburden was below 1 cfu/100ml. No failure was detected. Retain product chemistry: chemical test on the retained product of oxysept 1-step (formula 07167x) of the bottle lot za03085 was completed. The sample met the following specifications: appearance, ph, tablet neutralization and dissolution of 9081x and hydrogen peroxide assay. No failure was detected. All pertinent information available to abbott medical optics has been submitted.